Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: this lot was manufactured from 05/30/2014 to 06/06/2014. This is a report of a use error, where the patient had used minicaps with inadequate iodine, described as dry and flaky, and subsequently used the minicaps. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had used minicaps with inadequate iodine, described as dry and flaky. The patient stated that she thought it was strange but used the product anyway. There was no report of patient injury or medical intervention associated with this event. No additional information is available.